Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called via phone call to report significant air bubbles in the reservoir. The patient's blood glucose level at the time of the incident was unknown. Troubleshooting was not completed. The product is not being returned for evaluation.